Event description:
It was reported that the patient had been having intermittent low voltage alarms with the yellow diamond glowing telling the patient to attach power even when they were already connected to the batteries. The patient stated that they believe it occurred when the batteries got down to only 3 bars. The alarm was unable to be reproduced in the clinic. Of note, the patient had recently had their batteries and battery clips replaced. The patient stated that they had been cleaning their battery clips regularly. There was a kink/tear noted in the driveline with no exposed wires. There was no indication of any type of driveline issue in the log files. No low voltage alarms were noted in the event log file as the log file was about 5.5 hours in duration and was filled mostly with pulsatility index (pi) events. In the periodic and event log files, the voltages were low on the system controller black power cable occurring on both mobile power unit (mpu) and battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the system controller was exchanged which resolved the low voltage alarms. The patient was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical low voltage alarm was confirmed via the customer¿s provided photo and via the log files. The controller¿s event and periodic log files collectively contained data spanning approximately 11 days (05jul2024 ¿ 16jul2024 per timestamp), and the pump operated at intended speeds throughout the data. No atypical alarms were observed within the log files; however, the voltage within the black power cable was observed to fluctuate below expected values while either batteries or wall power were in use, and fluctuating voltage values could cause atypical low voltage alarms to occur. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. An image of the controller was provided which displayed the controller alarming with a low voltage advisory despite both connected batteries displaying 3 bars on the battery gauges, consistent with the observed fluctuating voltage values in the log file. Available information indicates that the alarms resolved upon exchanging the controller. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.